Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, that when they went to put on temperature probe to the arterial temp connection, the arterial temp snapped off of the port. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 2, 2016. (B)(4). Inspection of the returned sample confirmed that the thermistor had sheared off of the oxygenator port. A capiox sample was obtained and it was attempted to break the thermistor off of the port using hemostats. Although the thermistor was damaged and slightly bent during this attempt, it did not completely break off of the port. All capiox units are 100% visually inspected in process, and the packaging of the product would not allow an external force to break the thermistor off of the port. It is likely that an extreme force was applied to the thermistor while handling the product after shipping that caused the thermistor to shear off of the port. A review of the device history record revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.